Event description:
The doctor suspected an overdrainage and changed the valve settings from 140 to 170 and then 200mmh2o, but the patient's condition did not improve so he removed the valve.

Manufacturer narrative:
Results of analysis will be developed in a follow-up report.